Event description:
Customer reported via phone, the insulin pump was working but the buttons were not responding. She was attempting to bolus when the numbers scrolled up to 25 and wouldn't stop the device alarmed button error. Customer's blood glucose was 375 mg/dl. Customer doesn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.